Manufacturer narrative:
Analysis results are not available; the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the visao curved bur broke off. There was no reported injury and no additional information.